Event description:
It was reported that the patient had allergic reaction and localized reddening of the chest. The device was removed. No further complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, no anomalies found.